Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss resulting in an inconsistent erection. When the pump was cycled, it would not refill. When the reservoir was removed from the space of retzius, it was empty confirming the fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was expected to fully recover.